Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed loss of capture (loc) on the right ventricular (rv) channel. The rv output was increased. There were no adverse patient effects reported. The device remains in service.